Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic(s) therapy. The pdrn attributed causality to a recent vacation where the patient¿s family assisted with the patient¿s ccpd treatments, however they were never formally trained and likely broke aseptic technique. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating a fresenius device and/or product caused or contributed to the serious adverse events.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1203 mm3) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 1000 mg every 5 days, and ceftazidime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued. The patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized without any known issues and is recovering from the serious adverse events. The patient was discharged home on (B)(6) 2025 and resumed treatment utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to a recent vacation the patient attended with family. While away, the patient¿s family assisted with the ccpd treatments, however they were never formally trained and likely broke aseptic technique. Per the pdrn, the serious adverse events were not caused by any fresenius product and/or device deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1203 mm3) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 1000 mg every 5 days, and ceftazidime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued. The patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized without any known issues and is recovering from the serious adverse events. The patient was discharged home on (B)(6) 2025 and resumed treatment utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to a recent vacation the patient attended with family. While away, the patient¿s family assisted with the ccpd treatments, however they were never formally trained and likely broke aseptic technique. Per the pdrn, the serious adverse events were not caused by any fresenius product and/or device deficiency or malfunction.